Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. Unable to verify any alarms due to the blank display.

Event description:
The customer called to report alarm and insulin squirting out during the manual prime. Troubleshooting was performed, and advised the customer that the insulin pump would be replaced. Nothing further was reported.